Event description:
It was reported that the helix of the attempted right ventricular (rv) lead would not deploy. The lead was removed. Significant torquing of the lead was observed when trying to again deploy the helix. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).